Event description:
Pinnacle litigation record received. Patient alleges that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood and tissue and bone surrounding the implant. As a result, plaintiff experienced severe pain and discomfort and inflammation. Patient sufffered adverse tissue reaction to metal debris and develop large fluid collection consistent with pseudotumor. Plaintiff experienced partial or complete loss of mobility, loss of range of motion, injuries, mental anguish, emotional distress, and including diminished enjoyment of life. Doi: (B)(6) 2008. Dor: (B)(6) 2020. (Left hip).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Health effect - clinical code: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.